Manufacturer narrative:
Device evaluated by MFR: the quantum maverick catheter was received with a complete separation of the hypotube 53cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft fracture occurred. The lesion was located in the left anterior descending (lad) artery with 85% stenosis. A 8x3.5mm quantum maverick balloon was inserted to dilate the lesion. It was noted that the mid-shaft was almost fractured. Another same device was used to finish the procedure. The patient remained stable and no complication has been reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft fracture occurred. The lesion was located in the left anterior descending (lad) artery with 85% stenosis. A 8x3.5mm quantum maverick balloon was inserted to dilate the lesion. It was noted that the mid-shaft was almost fractured. Another same device was used to finish the procedure. The patient remained stable and no complication has been reported.